Event description:
It was reported that the physician performed a commanded shock on this implantable cardioverter defibrillator (ICD) due to calcium build up on this right ventricular (rv) lead. The shock impedance had increased to 170 ohms in january of this year and the patient received an inappropriate shock for fast atrial fibrillation (af). The physician elected to decrease the shock impedance at that time to 155 ohms. Currently the physician decided the shock impedance is still too high and performed two commanded shocks. The shock impedance only decreased to 143 ohms. They physician requested review from technical services (ts) on the high shock lead impedances for consideration of a possible lead revision. Ts provided troubleshooting and lead recommendations. At this time, the lead remains in service. No additional adverse patient effects were reported. Received additional information the rv lead was capped and replaced. It was also noted the physician elected to also explant and replace this ICD at the time of the lead revision to avoid another procedure in the future when the battery reached end of life (eol). The explanted device is not expected to return. The lead revision procedure resolved the impedance issues. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the physician performed a commanded shock on this implantable cardioverter defibrillator (ICD) due to calcium build up on this right ventricular (rv) lead. The shock impedance had increased to 170 ohms in january of this year and the patient received an inappropriate shock for fast atrial fibrillation (af). The physician elected to decrease the shock impedance at that time to 155 ohms. Currently the physician decided the shock impedance is still too high and performed two commanded shocks. The shock impedance only decreased to 143 ohms. They physician requested review from technical services (ts) on the high shock lead impedances for consideration of a possible lead revision. Ts provided troubleshooting and lead recommendations. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the physician performed a commanded shock on this implantable cardioverter defibrillator (ICD) due to calcium build up on this right ventricular (rv) lead. The shock impedance had increased to 170 ohms in january of this year and the patient received an inappropriate shock for fast atrial fibrillation (af). The physician elected to decrease the shock impedance at that time to 155 ohms. Currently the physician decided the shock impedance is still too high and performed two commanded shocks. The shock impedance only decreased to 143 ohms. They physician requested review from technical services (ts) on the high shock lead impedances for consideration of a possible lead revision. Ts provided troubleshooting and lead recommendations. At this time, the lead remains in service. No additional adverse patient effects were reported.